Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Age: average sex: majority outcomes to adverse event, date of event, implant date: estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects referenced are being filed under a separate medwatch report. Literature: bioresorbable polymer-coated thin strut sirolimus-eluting stent vs durable polymer-coated everolimus-eluting stent in daily clinical practice: propensity matched one-year results from interventional cardiology network registry. (B)(4).

Event description:
It was reported through a research article that the xience stent may be related to death, st elevation, myocardial infarction, stent thrombosis (acute, subacute, and late), ischemia, requiring hospitalization, surgical bypass, and target vessel revascularization. Specific patient information is documented as unknown. Details provided in the attached article titled: " bioresorbable polymer-coated thin strut sirolimus-eluting stent vs durable polymer-coated everolimus-eluting stent in daily clinical practice: propensity matched one-year results from interventional cardiology network registry.¿